Manufacturer narrative:
The calcium reagent lot number was 82263101, with an expiration date of 30-nov-2025. The field service engineer decontaminated the sample probe. The pump pressure was low, so it was adjusted. The wash station fill levels were checked. Calibration and controls were run; the results were within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with calcium gen. 2 on a cobas 8000 cobas c 701 module. The first sample initially resulted in a calcium value of 5.7 mg/dl and it repeated as 9.6 mg/dl. The second sample initially resulted in a calcium value of 6.9 mg/dl and it repeated as 9.3 mg/dl. The third sample initially resulted in a calcium value of 6.9 mg/dl and it repeated as 9.9 mg/dl. The repeat values were considered correct based on the history of the patients.